Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels that range (150 mg/dl- 262 mg/dl) the customer would adjust pump settings and bolus to stabilize bg level. The customer was advised to consult with health care provider before changing pump settings. The customer stated to experience the elevated bg levels during basal delivery and believed that the pump is not delivering basal delivery. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Cts informed the customer that the pump is functioning as intended and the elevated bg levels could possibly be due to pump settings. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.